Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. -customer reported that the stryker leg holder is splintering. Device evaluation was not performed and the base bar assembly event was not confirmed. No product history review could be completed due to missing information. No complaint history review could be completed due to missing information. No product inspection could be completed due to the part not being returned. As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
Stryker leg holder is splintering. Tka procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Stryker leg holder is splintering. Tka procedure.